Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown. No patient involved. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced. The system passed a system checkout and performed as intended. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that while trying to install spine tools v. 31, the system was giving him an error that there was insufficient disc space. Troubleshooting was done and the clinical specialist tried to delete any unneeded appliances but that did not solve the issue. Technical service believe probable cause is that the hard drive is partitioned insufficiently. No patient was present.

Manufacturer narrative:
D4 correction: lot number updated from unknown to 1815534 h3: the computer was returned to the manufacturer for analysis. Functional testing determined that the computer boots normally to the application screen. Confirmed the insufficient space error while trying to install the tools v31 disk. Codes associated with the computer: fdr 104, fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.